Event description:
Initial report from use facility stated: breakage of right lateral protion of nuss bar. After receiving the product for evalaution, determined it was the stablizer that broke, not the bar.